Manufacturer narrative:
G1: contact office - name/address: updated contact information. Siemens healthcare diagnostics has identified an issue with ctni results when using the stratus cs ctni acute care testpak. It appears this complaint is related to this issue. Siemens has issued an urgent medical device correction (poc 19-014 a.us) to inform customers of these issues.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results. Siemens has requested message logs for investigation. The cause of this event in unknown.

Event description:
The customer reported false positive troponin results for one patient tested on a stratus cs instrument. There was no report of injury due to this event.